Event description:
This patient had cosmetic bilateral mammary implants in 1981 and in 1989 the left side ruptured secondary to being "hugged". In 1989 they were replaced with further silicone implants, manufacturer unknown to this reporting facility. This patient has had pain and complaints of fatigue and uri symptoms she relates to her implants. Gross description: right implant is grossly ruptured; left implant is intact. Multiple siliconomas are present in both breastsdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.